Event description:
A report was received that the patient underwent an explant procedure due to (B)(6) infection. The physician believes the infection is not device related. The patient had a fall in which a lump was noted over the thoracic spine after the incident. Other patient symptoms include numbness, tingling, and burning sensation on the legs. Oral antibiotics were prescribed. Debridement, aspiration and drainage of the infected site were done prior to the explant. The patient's symptoms improved after the device was explanted. The patient is still in the hospital being treated for the infection.

Event description:
A report was received that the patient underwent an explant procedure due to staphylococcal infection. The physician believes the infection is not device related. The patient had a fall in which a lump was noted over the thoracic spine after the incident. Other patient symptoms include numbness, tingling, and burning sensation on the legs. Oral antibiotics were prescribed. Debridement, aspiration and drainage of the infected site were done prior to the explant. The patient's symptoms improved after the device was explanted. The patient is still in the hospital being treated for the infection.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-8216-70 serial #: (B)(4) description: artisan surgical lead, 70cm the explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Manufacturer narrative:
Additional information cannot be obtained at this time regarding the patient's status and the cause of the infection. Several attempts were made to follow-up with the patient but were unsuccessful.